Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture

Event description:
South africa. Allegedly, a breast implant rupture was reported in a patient who was implanted in (B)(6) 2020. A revision surgery was performed (sn: (B)(6)).